Manufacturer narrative:
Date of event was estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23540. It was reported the patient experienced ineffective therapy. Diagnostics discovered impedance issues in one of the leads. As a result, surgical intervention occurred wherein both of the leads were explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.